Event description:
It was reported that externalized conductor and noise were observed. The noise was reproduced with isometrics movement. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis did not confirm the noise reported in the field. A partial lead, 53cm long was returned. Internal insulation abrasions were found in multiple locations from the end of the tip electrode. The inner coil was exposed in one region and rv cables were damaged. However, these could not cause the reported noise anomaly. External abrasion was found at 47-47.1cm from the end of the tip electrode due to friction to the ICD can. .